Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9472318. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action: - (B)(4): "pb ballons (bulles + agglutinés)" opened in 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored.

Event description:
According to the available information after the urinary catheter was placed, the following day the catheter was no longer in place and was found that the balloon was cracked.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we found none regarding the lot number 9472318. The investigation report from our subcontractor concluded that the probable root cause of this issue was a problem with the balloon¿s raw material. Checking the quality databases revealed this type of defect is known and closely monitored similar case study was performed based on same item number aa6116 and same defect [balloon burst] over the last four years: 25 similar cases were found. A risk management file evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.